Event description:
It was reported "involved a 69-year-old male patient. Incident occurred on (B)(6) 2025. It was impossible to advance the guide because it kinked at the exit of the catheter. It happened with 2 guides during the same procedure, so we had to use a 3rd one for the same patient. There was no clinical consequence for the patient." There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00335 and 3006425876-2025-00334.

Manufacturer narrative:
(B)(4) the customer returned one, opened arterial kit for analysis. Signs of use in the form of biological material were observed on the guide wire and inside the needle hub. The guide wire was returned advanced inside. The introducer needle. Visual analysis revealed a continues kink on the portion of the guide wire that was exiting the needle bevel. No damage was noted on the needle. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The guide wire was removed from the needle cannula. No further damage was noted from any other section of the guide wire. The kink on the guide wire measured 435mm-441mm from the proximal weld. The guide wire length measured 456mm, which is within the specification limits of 450mm-458mm per the guide wire product drawing. The guide wire outer diameter measured 0.620mm, which is within the specification limits of 0.610mm-0.635mm per the guide wire product drawing. The cannula outer diameter measured 0.050", which is within the specification limits of 0.0495"-0.0505 per the cannula product drawing. The cannula inner diameter at the distal and proximal ends measured 0.041" which is within the specification limits of 0.041"-0.043" per the cannula product drawing. The guide wire was removed from the cannula with no resistance. The guide wire was then reassembled within the tubing and advanced through the needle. Despite the kinking, the guide wire was able to pass with no resistance. Performed per IFU statement, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed one distinct kink adjacent to the distal j-bend. Despite the kinking, the sample met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "involved a 69-year-old male patient. Incident occurred on (B)(6) 2025. It was impossible to advance the guide because it kinked at the exit of the catheter. It happened with 2 guides during the same procedure, so we had to use a 3rd one for the same patient. There was no clinical consequence for the patient." There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00335 and 3006425876-2025-00334.

Manufacturer narrative:
(B)(4).